Event description:
It was reported that upon further review, boston scientific technical services (ts) was not able to determine if this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an atrial driven arrhythmia. The device delivered 2 bursts of anti-tachycardia pacing (atp) and 2 electric shocks. No additional adverse patient effects were reported. At this time, this device remains in service.